Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a low out of range shock impedance measurement for the right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and noted that all other shock impedance measurements have been stable and within normal range. The patient was scheduled for a follow-up visit in a few weeks and the physician will continue to monitor the patient via the remote home monitoring system. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becmes available, the event will be updated.